Event description:
It was reported that the patient underwent a revision procedure approximately one month post implantation due to dislocation. The glenosphere, bearing and tray were removed and replaced. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023 -00772. Concomitant medical products: comp rvrs shldr glnsp +6 36mm cat: 115316. Lot: j7255364. Comp primary stem 6mm std cat: 113646. Lot: 124520 comp rvs tray +10mm co 44mm. Cat: 115378. Lot: 245820. Rt pm mini rvs gld cat: pm0004149. Lot: 65799226. Comp rvs cntrl 6.5x45mm st/rst cat: 115399. Lot: 937950. Comp lk scr 3.5hex 4.75x25 st cat: 180552 . Lot: 65754767. Comp lk scr 3.5hex 4.75x25 st cat: 180552. Lot: 65754767. Comp lk scr 3.5hex 4.75x25 st cat: 180552. Lot: 297110. Comp lk scr 3.5hex 4.75x20 st cat: 180551. Lot: 754220 comp rvs cntrl 6.5x45mm st/rst cat: 115399. Lot: 937950. Report source: foreign: united kingdom customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.